Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio 2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged product issue occurred on an unspecified date around 15 months prior to the alert date of (B)(6) 2018. At this time, the patient obtained a blood glucose result of ¿247mg/dl¿ with the subject meter and ¿117mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage and in response to the alleged product issue increased their humalog insulin dosage by an unspecified dosage. The patient stated that an unspecified period of time later they developed symptoms of ¿shaking, sight issue and sweat¿; however, did not require any form of treatment in response to these symptoms. At the time of troubleshooting, the csr noted that the patient did not have control solution available to walk through a control solution test. The unit of measure was set correctly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.